Manufacturer narrative:
Device has yet to be returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a drill. It was reported that it stopped working during use and that a green 0.7 mm burr was also broken. No patient symptoms were reported.